Event description:
The ICD that was placed in (B)(6) 2017 is now bad. Boston scientific knew about the problem, but has not notified consumers, nor are they willing to take care of medical expenses for these bad devices. ICD went bad. Bostons scientific now want it back asap without helping with medical costs both surgical and aftercare. FDA safety report ID # (B)(4).